Manufacturer narrative:
B2 product problem was selected incorrectly on the initial report that was submitted. D4 serial and primary UDI number were revised. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. Investigation summary - patient-device interaction/cerebrovascular accident: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via surgical access, at the innominate, to support the 69 year old female patient who had been admitted in with cardiomyopathy, presenting in scai stage e shock. Prior to the pump placement the patient was known to be on an intra-aortic balloon pump (iabp), inotropes, and vasopressors. Underlying medical history was not shared. The patient exhibited signs of a stroke/cva on the day after implant. There was unilateral weakness and upon being imaged in CT they saw a cerebral artery occlusion. When taken for intervention in interventional radiology they did observe the vessels to be patent, despite the embolic cva, and no intervention was deemed necessary. The pump remains on for support despite the cva.